Event description:
It was reported that there was an issue with the implant packaging. When the surgeon opened the final sterile implant box, the box got stuck to the base and the wrapper came out, leaving the implant behind in the box. It was not implanted. There was no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "there was an issue with the implant packaging. When the surgeon opened the final sterile implant box, the box got stuck to the base and the wrapper came out, leaving the implant behind in the box." The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the blister packaging was deformed and warped. Tyvek pouch was opened and tape was found between the pouch and blister. The atune crs fb tib base sz 2 cem revealed no signs of damage. Based on the warped condition and the tyvek lid with signs of opening attempts, it is reasonable to suspect that the package was difficult to open due to the deformation. With available information a definitive potential cause can not be established. This product issue will be addressed through j&j medtech orthopaedics quality system. A manufacturing record evaluation was performed for the finished device product code: 150640002 lot number: 4537200, and there was 1 non-conformances associated with this lot, however this is not related to the failure mode of the complaint. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the atune crs fb tib base sz 2 cem would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 150640002 lot number: 4537200, and there was 1 non-conformances associated with this lot, however this is not related to the failure mode of the complaint. Device history review: a manufacturing record evaluation was performed for the finished device product code: 150640002 lot number: 4537200, and there was 1 non-conformances associated with this lot, however this is not related to the failure mode of the complaint. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.